Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, atrial undersensing resulting in atrial flutter lock in was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.